Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b005663n70, implanted: (B)(6) 2003, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that, at the time of this report, the patient¿s pump had been programmed to minimum rate for at least two weeks. The pump was programmed to minimum rate because the patient experienced an episode of overdose symptoms. Specific symptoms were not provided. It was unknown if the patient was receiving oral medication. At the time of this report, the healthcare provider (hcp) wanted to slowly increase the dose from 0.1mg/day, which was the minimum rate dose, but the simple continuous dose of 0.816mg/day, at 17mg/ml, was too high for the patient. Because of this, the hcp was likely going to do a system contents removal. The catheter length was indicated to be unknown. However, the reporter thought that the length was 0.14. The device system was used to deliver morphine 17mg/ml. The patient status prior to the event, additional signs/symptoms, possible device issues, cause of the event, treatment/interventions, diagnostics/troubleshooting, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.